Event description:
The patient was revised because, the tibial implant was originally in varus.

Manufacturer narrative:
No product was returned. The complaint could not be confirmed. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated.